Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5183712.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced. No information regarding adverse patient consequences were reported.